Event description:
It was reported that the patient underwent a sling procedure in 2006. Postoperatively at her two week visit, it was noted that there was a right sided mesh exposure in the paraurethral area at the vaginal incision that measured about 3-5mm. In addition, the patient was experiencing vaginal discharge and pain. The patient cultured positive for methicillin-resistant staphylococcus aureus (mrsa) from the affected area. Antibiotics and local estrogen therapies were administered to the patient. Three months after the first procedure the patient underwent a second procedure for a sling revision and mobilization of the tissue. The patient has had no further exposure.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.